Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse platform sn (B)(4). During visual inspection, cracked front enclosure and bent battery lock were noted. Autopulse is a reusable device and was manufactured in 05/21/2013, therefore, this type of damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. During archive date review, multiple user advisory 41 (patient temperature sensor failure) error messages were observed on the date of (B)(6) 2016 thus confirming the reported complaint. Functional testing could not be performed, since the user advisory 41 (patient temperature sensor failure) error message appeared when the platform was powered on. In summary, the reported complaint of the autopulse displaying user advisory 41 (patient temperature sensor failure) was confirmed during archive data and functional testing. The root cause of the reported complaint was due to defective temperature sensor. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform was functional without issue. The front enclosure and battery lock were replaced. The temperature sensor was replaced to remedy the complaint user advisory 41 (patient temperature sensor failure. The autopulse has passed all the testing and meets all required specifications.

Event description:
It was reported that during patient use the autopulse platform (sn: (B)(4)) was displaying user advisory (ua) 41 (patient temperature sensor failure) when powered on and during straightening the lifeband. To troubleshoot the issue the customer checked the lifeband; however the issue persisted. The customer used another autopulse platform to treat the patient. No known patient consequences reported.